Event description:
After an angiocath 20 gauge was inserted into the patient's right antecubital vein, the needle was removed and blood was noted to be coming from the insertion site. Upon further inspection, it was noted that the pink hub of the angiocath had separated from the white cannula. About an eighth inch of the catheter was visible sticking out of the patient's arm. The catheter was then removed from the IV site and pressure held to stop bleeding. A new IV site was chosen and a successful IV was placed.